Event description:
Guardian system implantable device reached early eos and was explanted and replaced. The battery was designed to last 6 years and reached eos ~4 years and 207 days after activation. The device was explanted and will be decontaminated and returned for forensic investigation. There were no adverse events associated with this event.